Event description:
It was reported that the device system was explanted in (B)(6) 2013, no exact date was provided by the hcp. The device had been removed because of an infection. Additional information received reported that the device system was used to infuse ¿other intrathecal drugs¿ but the specifics were not provided. The onset/diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. The last refill date was unknown. The signs and symptoms of the infection included redness, swelling, drainage, and pocket erosion. The primary location of the infection was the device pocket, it was unknown in a culture was obtained. Treatment included IV (intravenous) antibiotics, oral antibiotics, and total device system explant. Patient outcome was noted as infection resolved; no drug withdrawal. It was unknown if the patient had any risk factors prior to implantation.

Manufacturer narrative:
Product ID 8703 lot# j93117839, implanted: 1994 (B)(6); product type catheter. (B)(4).